Manufacturer narrative:
H3: one cadd legacy 1 pump was received for evaluation. The event history log was reviewed and there were "no disposable" messages after the pump started. Functional check was performed and the pump was visually inspected. The reported "no disposable, pump won't run" alarm was unable to be duplicated. It was recommended that the downstream occlusion sensor be replaced.

Manufacturer narrative:
Report source: the medwatch form was received from (B)(6) with patient identifier (B)(6). (B)(6).

Event description:
Information was received indicating that the patient got a "no disposable pump won't run" alarm on a smiths medical cadd legacy 1 pump. The patient reported that the issue also happened on another pump the night before. The patient did not have a backup pump , so the patient went to the emergency room (ER). The ER was able to get the patient's pump working and sent her home. There was no injury to the patient or medical intervention required. The infusion was life sustaining. See report 3012307300-2019-05868 for the report on the other affected pump.